Event description:
It was reported, that non-sustained right ventricular oversensing determined, to be post paced t wave. Oversensing was observed, on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was in no distress and had no symptoms.